Event description:
Related manufacturer reference number: 2017865-2022-12471. It was reported that the patient presented remotely via merlin.net transmission. Analysis on the transmission showed that the patient's pacemaker and right ventricular (rv) lead exhibited noise leading to oversensing. The pacemaker and rv lead were explanted and replaced. The patient was stable throughout the procedure.

Event description:
New information received noted that the patient's pacemaker and right ventricular (rv) lead exhibited noise oversensing causing pacing inhibition. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of noise leading to oversensing was not confirmed. A complete lead was returned in one piece. Electrical testing, visual and x-ray inspection did not find any anomalies.